Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, defibrillation testing (dft) was performed and there was non-conversion with both 65 and 80 joule delivered shocks. The shock impedance measurement was 129 ohms. Chest x-rays taken during the procedure noted that the s-ICD was positioned correctly on the muscle fascia; a lateral x-ray was not taken so the electrode depth could not be evaluated. The physician chose to re-tunnel the electrode to ensure it was as close to the fascia as possible. A second defibrillation test was performed and there was not conversion with the first 65 joule shock but the arrhythmia terminated a few beats following the second 80 joule shock. The shock impedance measurement was 100 ohms. It was then decided to reposition both the s-ICD and electrode and a third test was performed. The arrhythmia was successfully terminated with a 65 joule shock with a shock impedance of 100 ohms. This was accepted and the s-ICD system was implanted. No adverse patient effects were reported.